Event description:
It was reported that erroneous results on patient samples occurred during use with a bd oneflow¿ setup beads. There was no delay in treatment and samples did not have to be redrawn. The following information was provided by the initial reporter: mpo fitc spillover into pe channel and cd7 apc spillover into scd3 apc-h7 is not correctly compensated when acquiring data on oneflow a lot tubes and oneflow settings. Between, user is using bd intrasure kit for the intracellular staining. Additionally, on 2020-07-13 the bd sales consultant provided the following additional information: ¿ was the problem observed on a patient sample intended for clinical use? The problem observed on patient samples. ¿ if so was there any impact to the patient? No. The users run both aml panel and t-all to counter check the result of alot screening tube. ¿ were samples redrawn? No. ¿ was there any delay in treatment? No.

Manufacturer narrative:
H.6. Investigation summary. ¿ scope of issue: the scope of this complaint is limited to cat# 658620-8282578, bd setup beads. ¿ problem statement: the customer used an expired bd setup beads to setup the instrument to acquire and alot reagent stained sample. A related pir#(B)(4) was also created for 660228 alot reagent. The problem statement is displayed below: mpo fitc spillover into pe channel and cd7 apc spillover into scd3 apc-h7 is not correctly compensated when acquiring data on oneflow a lot tubes and oneflow settings. Between, user is using bd intrasure kit for the intracellular staining. ¿ manufacturing defect trend: from 06/30/2019 to 06/30/2020, no qn was generated in sap for the following materials: 658620- 8282578 b setup beads oneflow; 91-0956-8276866 bd setup beads oneflow; 60-0711-8201774 cst bright bead, bulk . ¿ complaint trend: from 06/30/2019 to 06/30/2020 this is the only complaint related to catalog#658620. Related complaint (B)(4) is for lot 8282578. ¿ batch history record review: review the production batch records for material 658620-828278 and the following in-process materials: 91-0956-8276866 bd setup beads oneflow. 60-0711-8201774 cst bright bead, bulk. Result on the review of the historical batch records of the materials showed that all the products had complied to all the qc acceptance and specification criteria in place, as designed needed to release the product. ¿ result of retain sample testing: bd setup beads are cst bright beads that are developed to create the application setup for oneflow assay tubes acquisition in facs canto ii instrument and diva software. To test for the performance and functionality of the setup beads, two activities were performed. It was noted that the setup beads in the complaint had passed the expiration date when used by the customer and when used for the purpose of this investigation: 1. An application setup was created in canto ii instrument utilizing the 658620-8282578 bd setup beads. Setup was created by adjusting the pmt voltages of the 8 parameters used for oneflow reagent tubes based on the assigned target mfi range for this lot. Following the application setup, compensation was setup was created using fcb beads. 2. Three lots of oneflow alot reagent was used to stain two normal peripheral blood donors. Stained specimens were acquired in facs canto ii with the applied application setup and compensation setup created in #1. Fcs files were analyzed to determine the mfi results of the eight markers in the reagent. The mfi results were compared to the qc mfi specifications for alot reagent if it is within the acceptable range. Irrespective of variability within lots and biological donor differences, mfi results should be within the acceptable mfi range for the alot eight markers to determine the performance of the bd setup beads. 3. Results: please see the attached ppp document entitled pir# (B)(4). ¿ result of returned sample evaluation: no task was created for the return of the complaint sample. The pictures sent by the customer from their testing were used to asses if the investigation conducted in house using the retain sample was duplicated. ¿ investigation result / analysis: to determine performance of bd setup beads, an instrument application setup was created using the bd setup beads mfi target values to adjust the pmt voltage. Compensation was generated from the pmt voltages. A stained specimen was acquired from the instrument setup and analyzed for mfi results. Mfi results were compared to an established mfi acceptance criteria. All markers were within the acceptable mfi range and passed. Therefore the bd setup beads performed as expected and the complaint was not confirmed. ¿ risk analysis: reviewed risk analysis document: #10000035520 revc, euroflow multicolor (lst/setup beads) risk analysis. Hazard(s) identified? Yes. ID 3.1 functional hazard. Hazard 3.1.5 indirect harm to patient. Cause: bd oneflow setup beads degrade due to the shipping process harmful effects: incorrect results. Probability: 3. Severity: 2. Risk index: 6. Initial risk evaluation: unacceptable. Risk control: 1. Shipping studies to be conducted in assessing impact on reagent. 2. Stability data from reagent subsystem testing for cs&t beads. Implementation verification: 1. Euroflow multicolor program lst, setup beads and fc beads 8- color kit packaging verification test report. 2. Cs&t facsuite setup beads hardware subsystem verification test report ¿ setup beads kit packaging verification of cs&t beads version. 1.0 per dhf#261. Effectiveness verification. 1. Multicolor program lst, setup beads, and fc beads 8-color kit packaging verification test report demonstrates product meets acceptance. Criteria after shipping process. 2. Cs&t facsuite setup beads hardware subystem verifcation test report - setup beads kit packaging verification of cs&t beads version 1.0. Hazard 3.2.11 indirect harm to patient. Cause: improper bd oneflow beads setup (incorrect target range established) . Harmful effects: incorrect mfi values. Incorrect result. Probability: 2. Severity: 2. Risk index: 4. Initial risk evaluation: acceptable. Risk control: 1. Mfi target values are provided to customers for each lot of bd oneflow setup beads. Users are able to visually detect gross incorrect values (efm-set-67). 2. Bd setup target values card calls out correct mfi target ranges ( for monthly setup and daily checks). 3.bd pmt setup template shows the fluorophore mfi.. Implementation verification: 1. Euroflow multicolor program lst, setup beads and fc beads 8- color kit packaging verification test report. 2. Cs&t facsuite setup beads hardware subsystem verification test report ¿ setup beads kit packaging verification of cs&t beads version . 1.0 per dhf#261. Effectiveness verification. 1. Bd setup bead IFU section 6 procedure to instruct users on verifying bead mfi to be within +/15%tmfi daily check. 2. System verifcation testing . 3. System validation testing . Mitigation(s) sufficient: yes. ¿ investigation conclusion: results of the historical batch record investigation showed that the product complied and passed all qc specifications. Result of retain investigation test, the bd setup beads performed as designed when used to setup the canto ii instrument that was used to acquire stained specimens. Results of the stained specimen performed as expected. Therefore the complaint was not confirmed. ¿ root cause description. Because the complaint is unconfirmed, there is no root cause determined.. ¿ CAPA# : na. ¿ CAPA rationale: the complaint severity was low (s1). Based on the evaluation of complaint severity it was determined that no corrective action is required at this time. The complaint was reviewed, and no adverse event has occurred at this time. No non-conformance has occurred. This complaint mode will be trended, and further investigation will be required if an actionable level is reached.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that erroneous results on patient samples occurred during use with a bd oneflow¿ setup beads. There was no delay in treatment and samples did not have to be redrawn. The following information was provided by the initial reporter: mpo fitc spillover into pe channel and cd7 apc spillover into scd3 apc-h7 is not correctly compensated when acquiring data on oneflow a lot tubes and oneflow settings. Between, user is using bd intrasure kit for the intracellular staining. Additionally, on 2020-07-13 the bd sales consultant provided the following additional information: was the problem observed on a patient sample intended for clinical use? The problem observed on patient samples. If so was there any impact to the patient? No. The users run both aml panel and t-all to counter check the result of alot screening tube. Were samples redrawn? No. Was there any delay in treatment? No.